Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated potassium result for one patient sample. The architect generated a potassium result of 7.746. The sample was repeated and a potassium results of 3.967 and 3.935 were generated. The falsely elevated potassium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect c8000 analyzer generated a falsely elevated potassium result for one patient sample. Abbott field service replaced all of the cuvette wash station nozzles, adjusted the wash head and the wash cup volumes, replaced the external water supply 25 micron filter and the r1 and r2 probes and tubing, and configured a smartwash for the potassium assay parameters. The customer replaced mixer 1. Field service did not identify any of the replaced parts as a likely cause for the customer's issue. The service history includes no recurrence of ict assay result related issues. A review of the system logs verified the customer's issue but did not identify a specific cause. Tracking and trending did not identify any issues or adverse trends related to the complaint. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect c8000 was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.